Event description:
It was reported that the y ext w/vlv ports & 2 sld clp experienced flow issues, and was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 20019e, batch/ lot #: unknown. We are pulling 4 items out of our system, due to defective product issues. These loops are not flushing with some of the products.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the smartsite extension sets are not flushing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the y ext w/vlv ports & 2 sld clp experienced flow issues, and was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 20019e batch/ lot #: unknown. We are pulling 4 items out of our system, due to defective product issues. These loops are not flushing with some of the products.